Manufacturer narrative:
Explanation: there was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication that the patient sustained a serious injury. Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor and electrode belt pulse delivery and ECG acquisition circuitry was fully functional. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use (response buttons were pressed earlier in the detection sequence but not immediately prior to treatment delivery and then again after the treatment delivery). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was oversensing low-amplitude cardiac signal and rapid atrial fibrillation (af) rate over the treatment threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was reportedly sitting in her wheel chair talking with another patient in her hospital room at the time of the event. The patient was conscious during the treatment and reported pressing the response buttons. Oversensing low-amplitude cardiac signal and rapid atrial fibrillation (af) rate over the treatment threshold contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. The response buttons were pressed earlier in the detection sequence but not immediately prior to treatment delivery and then again after the treatment delivery. The response buttons functioned appropriately. The patient remained hospitalized and continued wearing the lifevest.